Event description:
Customer reported that his freestyle flash blood glucose meter "had flashed on and off on several occasions, while trying to set the meter, and also while trying to test." He also noted an error message upon strip insertion, which suggests the meter may be experiencing the memory overwrite malfunction.

Manufacturer narrative:
(B)(4).the device has been returned and an investigation is in process. A follow-up report will be filed once investigation results are available. Customers and retailers have been informed through the adc fa16may2006 letter.